Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: guide wire tip separation remains in patient. Device issue: guide wire tip separation. It was reported that the procedure was to treat a lesion distal to previously implanted stents in the rca. The guide wire was advanced without issue and stents were placed in the lesion. During removal of the guide wire, it was noted on angiography, that the tip of the guide wire remained in the patient. As there was no resistance felt during removal of the guide wire, it was determined that the tip did not get caught on the deployed stents. No attempts were made to retrieve the guide wire tip, which remains in the patient's coronary. No additional event or patient information is available.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the guide wire tip separation. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The tip coils were separated 23.7 cm distal from the proximal end of the black polymer coating. The black polymer coating was not stretched or jagged at the separation. The separated distal portion was not returned. There were two kinks in the core, 110 cm and 155 cm distal to the proximal end of the guide wire. There was no other damage noted to the guide wire. This was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information. Results of the sem analysis indicate that the device core was subjected to excessive bending beyond its design limit, causing the tip to detach. Normally, for the guide wire to fail due to this type of overload, some portion of the guide wire tip would have to be trapped either in the anatomy or in another device while excessive bending force was applied. From the incident description, the mechanism of how the tip became trapped and how force was applied was not described, but the sem shows the failure mode was from bending overload. The physician did not report any resistance when removing the guide wire, but vessel was reported to be heavily tortuous. Manipulating the guide wire back and forth through a tortuous vessel could subject the core to bend forces that might fracture the core. In this case, a conclusive root cause cannot be determined but there is no indication of a manufacturing related issue. This MDR is considered closed by the product performance group.